Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented for a routine check, high, out of range hv lead impedance for the rv-can and rv-svc&can vectors was observed. The lead was explanted and replaced successfully. The patient received no adverse consequences and will continue to be followed normally.